Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats wedge procedure, reload dislodged from the stapler upon the initial entry into the chest. The reload was reseated into the stapler and the stapler was reinserted into the chest and fired. The stapler was fired several more times without incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient.